Event description:
Pt complained of right-sided weakness on 10-00. Pt subsequently became confused, disoriented and non-communicative. Pt was seen in emergency room where a CT scan did not show active hemorrhage. Pt's blood work within normal limits with minor abnormalities in the liver function panel. Exam by neurology confirmed a dense right hemiplegia with global aphasia. Pt currently on lovenox (60 mg sc bid) for prophylaxis of recurrent dvt. Pt is scheduled to undergo MRI in 10-00.